Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -9.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with a same length but different model lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
B5: per email, the lens was exchanged for a shorter length lens and the problem was resolved. Claim# (B)(4).